Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and the reported difficulty grasping appears to be related to procedural conditions. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances as a multipurpose guide catheter was placed over the gripper line and the line was successfully removed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. It should be noted that the mitraclip instructions for use, states: if the gripper line is confirmed to be removable, continue to clip deployment. After the clip is successfully deployed, the IFU instructs the user to remove the gripper line. This is performed prior to system removal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because, due to user error, the gripper line was not removed, requiring intervention to remove the gripper line and prevent injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During use of clip delivery system (cds 51152u150), there was difficulty grasping the mitral valve leaflets, however, once a desirable position was obtained, the clip was deployed and implanted. The clip delivery system and steerable guide catheter were removed from the anatomy. It was then noticed that, due to user error, the gripper line had never been removed. A multipurpose guide catheter was placed over the gripper line and the gripper line was carefully removed through this catheter. There was no gripper line remaining in the patient anatomy. With a total of three mitraclips implanted, the mr was reduced to 1-2. Reportedly, the patient is in fine condition and the procedure was deemed successful. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no additional information provided.